Manufacturer narrative:
UDI: (B)(4), unknown. The serial number was unknown. Concomitant med products: battery casing device and saw handpiece device the manufacturer location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery reamer device stopped working and the rotations per minute were slow. There was a fifteen to thirty minute delay to the surgical procedure. According to the reporter, the system was inspected and the battery casing and saw handpiece were found to be working fine. A spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.